Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. Additional information was requested, and the following was obtained: did the device deliver any staples? Started to fire and stopped half way on the lung. If yes, were the staples formed properly? Yes formed properly initially. If yes, was the staple line complete? Not on the final firing. Did the device cut? If yes, was the cut line complete? Cut halfway. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No idea. Was there any difficulty opening the device? Jammed couldn't get instrument out of patients. If yes, how was the device removed from the patient? Opening the chest used another stapler under the jammed stapler. If yes, did the jaws eventually open? Opened eventually at the end. Is the current patient status known? Yes fine. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Not really no harm to patient as a result converted to open surgery.

Event description:
It was reported that there was an incident with a faulty powered stapler product code pcee60a on the (B)(6). The device had functioned 6 times and then failed.